Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the electrode ground ring, and damaged silicone overmold was observed on both top and bottom covers. These are believed to have occurred during revision surgery. In addition, the bottom cover was dented. The photographic imaging inspection revealed disturbed wire bonds at the analog chip. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The internal visual inspection confirmed disturbed wirebonds at the digital and analog chips. It is believed that the failure of this device was caused by the damaged wirebonds observed on the hybrid. This damage caused a short resulting in a loss of lock. This damage is consistent with the reported head trauma. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover, at the fantail, near the electrode ground ring and along the lead. In addition, the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced loss of lock following a head trauma incident. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.